Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cause of the system error 2240 alarm was reported to be due to a leak in the disposable. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was noted that one of the supply bags was wet as a result of a leak at an unspecified location. The power was cycled to clear the alarm and the patient used manual supplies to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.